Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead integrity alert of the right ventricular lead. Carelink notification indicated impedance out of range. The lead had an apparent fracture. The lead was explanted. No patient complications have been reported as a result of this event.